Event description:
Home pt (hp) reports pt line of homechoice set was not priming completey. Hp was able to prime line after a reprime attempt. Pt hp, there was no pt injury or medical intervention as a result of incident.